Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) level of 177-high mg/dl. Cause was not known. A correction bolus was delivered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.